Manufacturer narrative:
Determined to be caused by failure of the high/low drive pulley. Were the condition to reoccur, it could result in serious injury.

Event description:
A company rep while demonstrating the bed sat on the foot section which proceeded to drop to the lowest position possible. There were no injuries in this incident.